Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 402 mg/dl. The customer did not eat anything that may have caused the high blood glucose. The customer and her health care provider felt that her basal delivery was not functioning properly. The customer experienced nausea, thrist, and frequent urination. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to check their device settings, site, and to perform a high pressure test. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.